Event description:
A customer contacted beckman coulter (bec) and reported a leak of clear fluid (10ml) inside the coulter lh 750 hematology analyzer under quick disconnect (qd-8). The leak was contained within the instrument. The customer was also experiencing aspiration "p" and "n" errors on controls before the leak was discovered. The operator was wearing a lab coat and gloves without face protection. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. The msds sheets were not reviewed. There is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse was able to duplicate the aspiration errors. The fse noted a leak from the lyse restrictor tubing and replaced the tubing. The fse indicated that the spill appeared to have done electronic damage to solenoids. The fse also noted that tubing from retic clearing pump was disconnected, but no leak was noted. The retic clearing pump was not working. The fse suspected that the solenoid for clearing pump may have also been damaged. New solenoids and pumps were ordered. The fse returned to the customer site and isolated the cause of the aspiration and retic errors to manifold (mf16) and (mf18). Both manifolds connectors and cables were soaked in lyse from the leak from the previous evening. The fse ordered new manifolds and cables to address this issue. The fse returned to the customer laboratory and replaced parts including random access module harness and retic ten position solenoid cables. The lh750 instrument diluter was restored back to functional state. (B)(4).